Manufacturer narrative:
All buttons functioned properly. No damage was found on the keypad traces and the keypad connector was not unlocked during visual inspection. The pump passed the displacement and leak tests. The pump was received with a scratched case, minor scratches on the lcd window, a pillowing keypad overlay and a slightly stained serial number label. The pump was received with moisture damage on all electronic assemblies and motor assembly. The pump was received with corrosion on the force sensor.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a lag when the button was pressed to deliver a bolus. The blood glucose reading was not known. The scroll bar was not moving on its own and the numbers were not ramping on their own. The insulin pump was not dropped or exposed to moisture. It was advised that the insulin pump be replaced and will be returned for analysis. The customer will discontinue use of the insulin pump and revert to a backup plan.